Event description:
It was reported that customer experienced a cgm error 42 while using sensor. There was no reported impact to customer¿s blood glucose level. Customer contacted support, received guidance to perform pump reset, completed reset with support, and successfully started sensor session with no further error reported.